Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for 67 colony forming units (cfu) per 100 milliliter (ml) of pseudomonas aeruginosa and 16 colony forming units (cfu) per 100 milliliter (ml) of staphylococcus warneri and paracoccus . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 colony forming units (cfu) of microbes were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The physical device evaluation finding was as follows: the distal end of the biopsy channel had a cut; the upward/downward angulation control knob is lower than specified; the right/left angulation knob is lower than specified; the suction cylinder and the air/water cylinder was scratched; the channel mount was damaged; the mouth guard piece for endoscopy was damaged; the grip unit label was peeled; the connecting tube was buckled; the bending section cover was worn, and the distal end's probe cover insulation is less than the threshold. Once the investigation has been completed, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h10 of the initial report. The following are the results of the olympus provided third-party testing: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.